Event description:
Additional information obtained via follow up indicated that the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg failed to communicate with external devices following a shoulder surgery. Troubleshooting was attempted to no avail. Surgical intervention may be pending to address this issue.